Event description:
Pt had realized adjustable gastric band implanted in 2008. About 1 month later, she had difficulty tolerating liquids. Barium swallow showed band in proper position. Subsequent CT of abdomen showed extravasation of barium.